Event description:
It was reported that there was difficulty in disconnecting the female connector of two (2) minicap transfer sets from the tubing of the cassette. The female connector was getting stuck inside of the tubing connector. This occurred during use of the devices for peritoneal dialysis therapy. The transfer sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred on an unspecified date in 2024. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.